Manufacturer narrative:
(B)(4). The analysis results of the 2b5xt found that it was received out of its sterile package. Upon evaluation, the obturator cannula was noted to be bent 1/3 from proximal to distal. However, it could not be determined what may have caused the damage found. The sleeve was found to be in good condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, we were placing the trocar and it bent. There were no patient consequences. Case completed with another device of the same product code.